Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels at the time of the incident were 435 mg/dl, 438 mg/dl, and 508 mg/dl. The customer was treated with manual injections and the insulin pump. The current blood glucose level was 91 mg/dl. The cannula was bent. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.